Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was planning to place the taxus express2 3.0x12mm drug eluting stent to the 99% stenosed lesion located in the severely tortuous, calcified, left anterior descending (lad) artery, but during unpacking noted that the stent was damaged. The stent did not come into contact with the pt. The procedure was completed with another taxus stent, same size. Pt status post procedure is noted as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.